Event description:
It was reported that the high capture thresholds had been observed on the right ventricular lead. The lead had been capped and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.